Event description:
It was reported that device perforation occurred. The oc35 peripheral imaging catheter was prepped with no issues being noted. During an attempt to load the catheter on a non-boston scientific guidewire, the guidewire popped out in the middle of the catheter through what appeared to be a hole or tear. Another oc35 was used for the procedure without issue. There were no patient complications.